Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was not returned for service. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). (B)(4) need some assistance on 8100 s/n (B)(4), (B)(4) is running a pm test and patient side occlusion test is failing. I suggested if I can remote in, which she did allow me to remote in so I can follow her process, I also suggested to follow the service bulletin 543, manually power on the 8015 device to maintenance mode and re-run the patient side occlusion test. After re-running the test on patient side occlusion, the issued was resolved.